Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the surgical laser fiber broke. This issue occurred during an unspecified procedure. There was no delay, and the procedure was completed with the same device. There were no reports of patient harm.